Event description:
Customer runs all troponin ultra patient samples in duplicate. Troponin ultra results of 0.023 ng/ml and 0.119 ng/ml were obtained on one patient sample. This sample was retested and the troponin ultra results were 0.023 ng/ml and 0.022 ng/ml. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
No further evaluation of the device is required. Cause for the non-reproducible result is unknown.